Event description:
It was reported: the leak has been found in several freshly opened tubes. There was no reported injury. There was three different patients affected by this issue, therefore 3 different reports will be submitted. The 1st report number is 3011270181-2025- 20008, and the 3rd report is 3011270181-2025-20011.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 19 sept 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Device history record review: vendor notified of the incident. Lot code provided by distributor indicated to be cm3300003. Sku noted to be 35116. 30 sep 2025 - complainant name updated. 1 oct 2025 - complainant states that a total of 3 devices failed from the same pn/ln combination (info updated). Complainant confirms this is a duplicate complaint (see (B)(4)). Vendor completed investigation (2 oct 2025) and concluded: at the time of the investigation a sample was not available for evaluation. No deviations or non-conformances were noted in the DHR. No main lumen leak issues were observed since a process validation was performed in 2017 at the location. Expansion mandrels were inspected and determined to be conforming and not deformed/defective in any way such that a lumen break could be created. Operators were retrained as a preventative measure, however no root cause could be identified.

Event description:
It was reported: the leak has been found in several freshly opened tubes. There was no reported injury. There was three different patients affected by this issue, therefore 3 different reports will be submitted. The 1st rreport number is 3011270181-2025- 20008, and the 3rd report is 3011270181-2025-20011.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 19 sept 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - 12850 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.